Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds and no capture. Lead remains in use. Patient experienced dizziness. No further patient complications have been reported as a result of this event.